Manufacturer narrative:
During evaluation and investigation, the implants were not available for analysis. The implants are not expected to be returned for the manufacturer review/investigation as they were disposed of by the user facility. The device history records could not be reviewed because identifying information of the product was not reported to the manufacturer. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that a patient underwent a first tarsometatarsal fusion surgical procedure where paragon 28's phantom 4-hole lapidus nail and threaded peg was used. The original surgery occurred on (B)(6) 2019. Approximately 13 months after, the patient reported discomfort. It was noted that the threaded peg was backing out from the nail which was rubbing against patient skin. The threaded peg was removed from patient on (B)(6) 2020. It was reported that the nail did not fatigue and there was union therefore, no further action was completed. The patient is said to be healing.